Manufacturer narrative:
The manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pain [pain]. Swelling [swelling]. Knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on 03-jul-2012 and 10-jul-2012 from a physician regarding a male pt (age not provided), initials unk, with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dose regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt developed pain on his way to home. He complained of knee pain and arthrocentesis was performed and 36 cc of fluid was aspirated. He also experienced swelling. The pt received treatment with steroid injection and therapy with synvisc was stopped. The outcome for the events of pain, knee pain, swelling and knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of pain and swelling as probable. The reporting physician considered the events (knee pain and knee effusion) were inflammatory symptoms due to synvisc.